Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the computer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitor on the itrak 3500l goes blank shortly after boot up begins. There was no report of patient injury.